Event description:
It was reported that our sales rep was present at a surgery. During this it was observed that the thread of the target device is damaged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.